Event description:
It was reported that prior to a percutaneous coronary intervention (pci) procedure a stent dislodgement occurred. The 90% stenotic lesion was located in the calcified and severely tortuous right coronary artery. The physician predilated the lesion with a 2.0x20mm non-bsc balloon. Then prior to introducing the 3.0x20mm promus element stent into the patient, the device was wiped down with an alcohol swab and the stent came off the balloon. There was no patient contact. The procedure was completed with another 3.0x20mm promus element stent. No patient complications were reported and patient's status is reported as stable. This product is only ous approved but it is similar to an approved us device.

Manufacturer narrative:
Device evaluation: a visual and microscopic examination of the device found the device was returned to the complaint investigation site with no stent attached. The balloon was returned not inflated. A 0.015 inch product mandrel was inserted through the lumen with no restrictions noted. No kinks or damage were noticed along the shaft of the device. The balloon and tip sections of the device were visually and microscopically examined and no issues were noted with their profiles that could have potentially contributed to the complaint incident. The balloon was found to have the stent impression on it and pillowing of the balloon indicating that the stent was crimped per process in the correct location during manufacturing. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. However, per the dfu special care must be taken not to handle or in any way disrupt the stent position on the delivery balloon. This is most important during catheter removal from packaging, placement over the guide wire, and advancement through the hemostatic valve and guide catheter hub. Excessive manipulation or handling may cause coating damage, contamination, or dislodgment of the stent from the delivery balloon, was not followed. The root cause of the reported complaint has been determined to be user error. (B)(4).

Event description:
It was reported that prior to a percutaneous coronary intervention (pci) procedure a stent dislodgement occurred. The 90% stenotic lesion was located in the calcified and severely tortuous right coronary artery. The physician predilated the lesion with a 2.0x20mm non-bsc balloon. Then prior to introducing the 3.0x20mm promus element stent into the patient, the device was wiped down with an alcohol swab and the stent came off the balloon. There was no patient contact. The procedure was completed with another 3.0x20mm promus element stent. No patient complications were reported and patient's status is reported as stable. This product is only ous approved but it is similar to an approved us device.

Manufacturer narrative:
(B)(4)